Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. Data analysis will not confirm the alleged complaint or determine a root cause. The probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9 device available for evaluation- additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3a: device evaluated by mfg- additional information h6: additional information.

Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.